Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received that the patient underwent surgical intervention in which the leads were explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-02551. It was reported that the patient experienced lead migration. The patient had high impedances due to the migration. The patient may undergo surgical intervention at a later date.